Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of a break in aseptic technique (coded as peritoneal dialysis (pd) complication) and peritonitis in a patient coincident with pd therapy. On an unreported date in 2010, the patient experienced a break in aseptic technique (described as patient made mistake and did not wear a mask). On (B)(6)2010, the patient developed peritonitis and was hospitalized on (B)(6)2010. On (B)(6)2010, the patient was treated with a loading dose intraperitoneal (ip) injections of vancomycin 2gm and amikacin 500mg. Also on (B)(6)2010, the patient was treated with continuing daily ip injections of meropenum 1gm, vancomycin 1gm and amikacin 250gm. At the time of this report, the patient remained hospitalized and the outcome of the peritonitis was unknown. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the event of a break in aseptic technique was unknown. The root cause of the peritonitis was due to a break in aseptic technique (described as patient made mistake and did not wear a mask). Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.